Event description:
The patient's wife reported the patient started experiencing changes in facial control after reprogramming session with hcp and manufacturer representative; the patient's jaw keeps opening and closing. No report of device explantation. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received. Refer to medwatch report #30042091782007878.